Event description:
It was repoted that the customer was hospitalized with high blood sugars. Customer stated that blood sugars were high the morning of the incident and continued to elevate. Troubleshooting indicated that the pump was functioning properly. Explained the rule of changing the infusion set after two consecutive high blood sugar readings.